Event description:
It was reported that a home choice automated pd set w/cassette had "the inner hole" blocked by "vinyl". This was observed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.